Manufacturer narrative:
The consumer alleges that they lost a filling from their teeth. Event date is approximate. The serial number is not available because the product was not returned. The product was discarded by the consumer and will not be returned to the manufacturer. Foreign: complaint received from (B)(6). The product was discarded by the consumer and will not be returned to the manufacturer. The manufacturing date is not available because the product was not returned.

Event description:
Consumer alleges that they lost a filling from their teeth when using their sonicare airfloss.